Event description:
It was reported that the patient had an advance sling implanted on unknown date. The advance sling was explanted and the patient was implanted with an artificial urinary sphincter (aus) device due to a lack of efficacy from the sling. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient had an advance sling implanted on unknown date. The advance sling was explanted and the patient was implanted with an artificial urinary sphincter (aus) device due to a lack of efficacy from the sling. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.